Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The n2o needle valve was replaced to resolve the reported issue.

Event description:
The hospital reported a 15 lpm flow of n2o with the valve turned off which could cause a hypoxic mix in the patient circuit. There was no report of patient involvement.